Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced implant soreness. The boston scientific technical services consultant referred the patient to the clinic. Additional information indicated that the patient was checked remotely but could not confirm if the patient symptom was device related. As of this time, this ICD remains in service. No adverse patient effects were reported.